Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04feb2020.

Event description:
The customer reported a touchscreen failure. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient's information could not be disclosed. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician calibrated the touchscreen and the problem was resolved.